Event description:
Caller reported a malfunction on the pump with a specific malfunction code displayed. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to continue using their current pump as backup therapy and confirmed it was included in a field correction. A replacement pump with updated software was sent to the customer. Instructions for returning the problematic pump and setting the pump into storage mode were provided. The customer acknowledged and understood all instructions and actions required, including returning the pump within 10 days.